Manufacturer narrative:
The subject device was returned to olympus for evaluation. As the result of evaluation, it was found that the coating on the probe was peeled off. Moreover, there was a crack at 17mm from the distal end of the probe. Furthermore, there were scratches around the crack. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. It is assumed that the peeling of the coating and the error occurred as the following mechanism. Activating output continually in state of the probe contacting hard objects such as metal clips, stapler, or other instruments caused the peeling of the coating on the probe and scratches. After that, the probe was subjected to a load by activating output and grasping the tissue, which result in the crack on the probe and the error occurred. The instruction manual of the device has already warned as follows; - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contactingthe probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a procedure on the pancreas, the subject device was used. An error (error code unknown) occurred and the device stopped working. The doctor replaced it with a spare one and completed the procedure. No patient injury was reported. When the device was evaluated on october 19, 2017, it was found that the coating on the outer surface of the jaw and the probe were peeled off. As the result of contact with the sales, it was reported that there was no report from the facility saying that something fell into the patient. This report is about the peeling of the coating on the probe.